Event description:
Diagnosed hypothyroidism, rheumatoid arthritis, severe joint pain, swollen lymph nodes, chest pain, dry eyes, dry skin, brain fog, constipation, dehydration, headaches. Smooth round moderate profile sa.